Event description:
It was reported that the patient was having breathing problems three days post replacement system implant. The patient was admitted into intensive care to treat atrial fibrillation and respiratory issues. It was reported that the chronic right atrial lead may have possibly caused irritation during and post implant of the replacement system. Additionally, the patient was cardioverted approximately one month after implant. The atrial lead remains in use. The patient is a participant in the (B)(4) study. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.